Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was consistently malfunctioning. A test of the door revealed that the micro switch was not engaging properly. A field service engineer conducted an inspection of the station and replaced the latch. During the process, it was observed that the new latch exhibited a hard spot. Consequently, the engineer disassembled the latch, made adjustments to the cam, spring, and micro switch arms, and subsequently reassembled the components. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator door is consistently malfunctioning. A customer has reported that, due to this malfunction, the user was unable to remove the medication when dispensing it to a patient, which resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager had failed due to a faulty micro switch. A field service engineer conducted an inspection of the station and replaced the latch to resolve the issue. During the process, it was observed that the new latch exhibited a hard spot. Consequently, the engineer disassembled the latch, adjusted the cam, spring, and micro switch arms, and subsequently reassembled the components. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system had a refrigerator door failure. A customer has reported that, due to this malfunction, the user was unable to remove the medication when dispensing it to a patient, which resulted in a delay. There were no adverse events or injuries reported based on this event.